Event description:
Nmc complaint (B)(4) after cases, in-services completed for staff. Brand new demo catheter opened and was difficult to connect. The pim started making a noise. At completion of demo, the catheter got stuck inside of the pim. When catheter was removed, the connections were not aligned. Connection errors in yellow received on the monitor. The pim connections on the laser side are not aligning and will not accept catheter connection. Multiple catheters attempted. Power down and power up multiple time and laser input is 2 cases completed at deborah, heart, and lung today. Still crooked.

Manufacturer narrative:
A demo catheter was difficult to connect, and the pim produced noise before the catheter became stuck. Multiple catheters could not be connected, and the optical-side connector was found misaligned. Investigation showed the pim pulley was loose on the spin motor, allowing the spindle to slip. The complaint is confirmed.